Event description:
Complainant alleged that during a routine shift check by a clinician the user was unable to install battery into battery well. Complainant indicated that there was no pt involvement in the reported malfunction.